Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 49 months post implant of a bifurcated device and an infrarenal aortic extension, a distal endoleak and aneurysm expansion were observed. Reportedly, a CT scan revealed that at the distal area of the lcia, an aneurysm developed and expanded, due to the distal endoleak. The physician has plans to perform an additional procedure to treat the endoleak and the expanded aneurysm at a later date.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: product appropriateness and patient candidacy could not be fully assessed due to lack of information. Assessment of the sizing sheet demonstrated product use that was congruent with the IFU; a pre implant CT scan was not available. Forty-nine months post implant there was substantiating evidence of a newly developed lcia aneurysm (1.5 cm to 2.2 cm). There was no information provided to suggest treatment was rendered. The type ib endoleak was not substantiated. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information.